Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-02-07, (B)(4) (con, hcp): information was received from a consumer who reported the patient had an implantable neurostimulator (ins) replacement. The consumer didn¿t think there was an issue with the device itself, but since the replacement the patient went downhill and eventually died in a nursing home on (B)(6) 2018 which the consumer attributed to the ins replacement. It was noted the patient¿s death certificate said the cause of death was parkinson¿s, but there were no autopsy records available. The patient¿s healthcare provider (hcp) was contacted who stated the patient was last seen by them in (B)(6) 2017 after a battery replacement on (B)(6) 2017. According to the hcp the patient had an extended recovery complicated by a urinary tract infection (uti) but was discharged to a skilled nursing facility on (B)(6) 2017. The hcp had no further information related to the patient¿s death or symptoms they experienced because the patient moved and established care with another hcp. Relevant medical history includes movement disorders.